Event description:
The customer contacted physio-control to report that their device would constantly reset itself when attempting to power it on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A physio-control service representative examined the customer's device and verified the reported failure. The service representative then replaced both the user interface (ui) and system controller (sc) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed pcb assemblies and determined that the cause of the reported failure was due to an integrated circuit (ic) chip, designator u61, from the sc pcb assembly.